Manufacturer narrative:
A steris service technician arrived at the facility and found that the left hand runner that the baskets slide on when loaded into the machine was loose and missing its set screws holding the guide in place. When a bracket was returned from the unload side, it pushed the runner up against the load door. The runner then caught a bracket located on the load door, preventing the door from opening properly. The technician reinstalled the set screws holding the guide in place ran a test cycle and confirmed the unit operational. The technician informed the operator not to attempt to manually open the load door in the event it does not open to specification.

Event description:
The user facility reported that the load door on the reliance washer was becoming stuck and would not open. The facility reported an operator was attempting to open the load door, when it became stuck at 2 open. The operator then tried to push the door up manually, and reported the door opened very rapidly, catching her finger between the door and the upper access panel. The operator received a small cut on her middle finger, placed a band-aid on the area, and returned to work. The employee did not seek medical attention. There are no procedural delays/cancellations reported.